Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was successfully completed with the closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a 45-day follow-up transesophageal echocardiogram (tee) procedure. The imaging showed that everything was normal. The patient had a 1-year follow-up tee procedure where the imaging showed that there was a non-mobile thrombus on the device face/threaded insert of the device. The patient will go back on pradaxa and will have another follow-up tee procedure in 3 months.